Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log shows two 10ml bolus tests were performed prior to the pumps return to smiths. Service found the pump performing within the specification of +/- 6% delivery accuracy. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed accuracy -10.55%. No adverse patient effects.